Manufacturer narrative:
The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the surgeon pre drilled using a 2.5 mm drill with the off-angle drill guide. Allegedly, the screw sheared off after 2/3 of the screw was implanted in the patient. The broken screw was safely concealed in the patient bone and was not removed.

Manufacturer narrative:
The screw was returned for evaluation. Visual examination confirms that the screw has fractured. The screw broke approximately 0.6 inches from the top of the head which indicates that approximately 1/3 of the screw was returned. It was also noted that there was wear on the screw driving feature. This wear appears to be where the driver and screw meet when assembled for screw insertion.